Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer administered a correction bolus. Customer¿s blood glucose was 508 mg/dl. Customer was hospitalized and treated intravenously with fluids and 12 units of insulin. Customer was discharged one day later with no permanent damage. Customer¿s blood glucose decreased to 27 mg/dl due to the 12 units of insulin received while hospitalized. Customer ate carbohydrates and emergency medical technicians removed the infusion set to address low blood glucose.